Event description:
The manufacturer became aware of the reported event by a hde serious adverse events report provided by the user facility. This female patient presented with headache. During a variety of studies (not identified), it was revealed that she had a basilar tip aneurysm. The patient elected aneurysm coiling and was pretreated with a five day regimen of plavix and aspirin. With usual technique, the patient was prepped and systemically heparinized. Approach was made from the left vertebral artery. A constant infusion of heparinized saline was also established. Imaging was performed demonstrating a basilar tip aneurysm 6-7 mm and the appearance that the left proximal posterior cerebral artery is partially incorporated into the aneurysm. In the next phase of the procedure, a stent was successfully deployed across the neck of the aneurysm with its distal end in the p1 segment of the left posterior cerebral artery. A microcatheter was then advanced up into the aneurysm. An initial 6 mm coil was deployed without difficulty. A second coil was then attempted. After most of the coil was in place, there was a rupture of the aneurysm. This was evaluated through a test injection of contrast, which demonstrated extensive extravasation into the basilar cisterns, and an angiogram, which demonstrated contrast reflux in the left vertebral artery to both internal carotid arteries. There was no antegrade flow into the intracranial vessels. Stat protamine (heparin antagonist) was given. A change in cardiac status (unidentified) was noted and addressed by the anesthesiologist. The deployment of the second coil was then successfully completed. It was noted that part of this coil was in the subarachnoid space with most of the coil within the aneurysm. Another coil was then placed which also extended into the subarachnoid space with most of the coil within the aneurysm. Two smaller coils were then placed into the aneurysm successfully. Angiograms demonstrated no residual filling of the aneurysm and no extravasation of contrast. There was very slow intracranial flow with reflux up to the posterior communicating arteries and down both internal carotid arteries. There was indication of severe intracranial hypertension. A post procedure CT scan confirmed extensive subarachnoid hemorrhage mixed with contrast and a hemorrhage at the top of the brainstem. The patient was transferred to the recovery room where she was neurologically assessed to have poor prognosis. After transfer and observation in the ICU, it was determined that the patient never regained consciousness from the general anesthetic and the neurological assessment was unchanged. The patient was pronounced brain dead in 2006.

Manufacturer narrative:
The device in question will not be returned to the manufacturer for further investigation as it was implanted into the patient. The lot number is unk, therefore, a lot history record review could not be performed. Therefore, the manufacturer cannot conclusively determne the cause of the user's experience. If further significant information becomes available, a supplemental report will be submitted.